Event description:
It was reported that this right ventricular (RV) lead exhibited a high out of range shock impedance measurement. Technical Services (TS) was consulted and confirmed that aside from the singular out of range measurement, impedance measurements remained stable. TS confirmed no lead noise and recommended further evaluation in clinic. No adverse patient effects were reported. This RV lead remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.